Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen 500 mcg/ml (dose 149.9 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump was moved from one side to the other because the patient was "uncomfortable with where it's at" they put a new pump connector on for length but there was no issue with the existing catheter. The reporter was not aware of any therapy issues, nor were they aware of any troubleshooting related to the issue. No exact cause of the discomfort was determined. The event date was (B)(6) 2016.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient had the pump for severe spasticity and pain from that. She had three attempts to place pump and ¿it had to be placed in the left flank area because it would flip and now it¿s perfect¿. The patient was told that was unusual so they made a plan together where the patient thought it would be the most comfortable and now she was five months out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.